Event description:
A customer reported that their AED will not power on but powered on with a spare battery pack. They reported that this did not occur during patient use.

Manufacturer narrative:
Analysis of the AED's log files identified that the customer's failure to promptly address red asi warnings reduced battery life expectancy. Review of the AED's log files also identified a persistent service code was identified by the AED, prompting a recommendation for the device to be removed from service and returned for evaluation. Upon return, the device underwent bench testing. It was determined that the AED was not functional and would not have delivered therapy if needed.